Manufacturer narrative:
(B)(4). The pump was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to confirm battery cap damage due to pump received without the original battery cap. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the home screen did not appear on the display. The insulin pump had fluid in the battery compartment. Customer stated battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.